Event description:
Third revision surgery - due to the patient failing again and dislocating their shoulder. Please reference (B)(4) for first revision and (B)(4) for second revision.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was reported as a fall. There is no information reported that showed a material, design, or manufacturing problem with the product.